Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: the citrate tubes are overfilling."

Manufacturer narrative:
Investigation summary: bd received one photograph from the customer in support of this complaint. The photograph was evaluated and shows used tubes filled with blood with acceptable draw levels. Additionally, 20 retained samples from the bd were functionally tested and the issue of overfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the photograph attached and retained samples test results. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: the citrate tubes are overfilling."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.